Event description:
This device and system was removed due to infection per oos. Info provided by device tracking. Also removed was: xelos dr-t, 1028232-2007-0135 and kentrox sl-s 65/16, 1028232-2007-0148.